Event description:
It was reported that the patient developed a rash and infection at the pod insertion site (unspecified) after wearing the pod for an unknown duration. Following pod removal, the patient reported redness and a rash at the infusion site. The patient sought medical attention at an urgent care facility on (B)(6) 2026, where cephalexin antibiotic was prescribed. The patient was unable to provide information regarding any formal diagnosis made during the consultation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone 17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.